Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer stated that the movement of the instrument was interrupted. Biomed explained that when this happened, the surgeon needed to reengage by activating the gimbal. The customer explained to intuitive surgical, inc. (Isi) technical support engineer (tse) that this happened before. System was currently not onsite connected. The tse reviewed previous logs and found an error 508 indicating a problem with the head sensor. The customer used a second surgeon side console (ssc) to proceed with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: system functionality was checked upon powering on the system. The system initially powered on without errors. The procedure had been in progress for twenty minutes when the issue occurred. The procedure was completed successfully with the other ssc.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument movement interrupted, an investigation is in progress to determine the cause of this reported event. The fse confirmed the issue and replaced the surgeons head sensor (shs) and shs transmitter. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the replaced part (shs transmitter) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The affected shs transmitter involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Procedure logs confirm a distal pancreatectomy procedure took place on 09-nov-2022 via system sk3933. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to the movement of the instrument being interrupted. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the surgeon head sensor (shs) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. The shs board was installed and tested on the in-house system. The camera motion control worked normal. The engineer also verified no abnormal noises in the head sensor. The system was then let idle for 30 minutes with no issues observed.

Event description:
Refer to h10/h11 for follow-up information.